Manufacturer narrative:
(B)(6). The returned blade was evaluated for a broken inner blade tip. The device was evaluated for dimensional conformance to design tolerance and found to be within design specification. Since the tip was not returned with the device, weld penetration was measured on the inner blade tube and found to conform to minimum process tolerance. The inner blade shaft was found to have severe galling just above the sluff chamber and all along the length of the shaft. The runout of the inner tube was observed to be at the maximum limit of straightness and the outer tube runout was above its maximum allowable straightness. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip broke. The front end of the shaver blade broke off during use. The broken part was removed with a suction instrument. A back-up device was available for use. No patient injury or other complications were reported.